Event description:
Customer states that noticed insulin leaking at the side of the qr needle. States that tried another silhouette from a different lot and it worked fine. The customer's diabetic trainer has returned the 5 remaining sets (unused) maersk medical a/s for analysis.